Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states right seat guide gave way under stress of limited weight (below the published weight capacity) and doesn't hold the seat rail above the bend of the back cane any longer. MDR filed.